Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient the device was unable to capture the patient's heart rhythm at 140 milliamps via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. This medwatch report is similar to the events reported on medwatch 1220908-2005-02574.